Event description:
It was reported that alarm 16 occurred. Customer's blood glucose level did not exceed 500 mg/dl. Customer was educated on not overfilling insulin cartridges and acknowledged this information. Initially, customer was unable to load a new cartridge and resume insulin, but after receiving assistance with a pump reset, successfully loaded a cartridge and resumed insulin delivery.